Event description:
Reporter stated that facility experienced two incidents of tubing leak during prime of an unknown chemotherapy drug in two incidents. It was reported that tubing was primed in medication room and some medication splashed onto two different nurses in the two incidents. It was reported that there was no pt or staff injury.